Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No additional actions required at this time. (B)(4).

Manufacturer narrative:
Correction: a supplemental medical device report (smdr) #02 is being filed to correct the date received by MFR on the prior filed initial report. Incorrect date of 11/25/2014 is being corrected to 04/15/2015. (B)(4).

Event description:
An optometrist reported that a patient was noted to have tls diagnosed by the doctor. The patient reported extreme light sensitivity in both eyes (ou). The patient's symptoms were resolved.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up the reporter states, one month after the symptoms began the patient restarted the topical steroids four times a day after which they were tapered. It is reported the symptoms resolved one month after onset.